Event description:
The complaint is reported as: "this issue is broken between the adaptor and water bottle and not screwing on properly". No patient involvement reported.

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle lot 18b547 was received with an adaptor attached for evaluation. The water bottle arrived with the trigger completely detached. The number "25" is embossed in the plastic of the bottom of the water bottle. The adaptor body is white , and the snap cap is clear. The number "37" is embossed in the plastic inside of the adaptor body. Filled bottle about halfway with water. The adaptor body made a stable connection to the bottle. Applied the water bottle/adaptor assembly to the flowmeter. The adaptor snap cap made a stable connection to flowmeter. The flowmeter was set to 2 liters per minute and bubbles were observed in the bottle. The connection was stable. A manual whistle test was performed and the flowmeter was set to 2 lpm and adaptor placed in nest. Pulled handle down, and adaptor whistled at about 12 psi. The part passed the testing. A review of lot number 18b547 was conducted and the manufacturing event logs show no issues that may have contributed to any quality issues reported. The review shows one non-conformance that has no impact on the quality issue reported. All process parameters were within specification and all in-process qa inspections were acceptable. A review of the adaptor lot packaged with lot number reported was also conducted and there were no issues that may have contributed to any quality issues reported. All process parameters were within specification, all in-process qa inspections were acceptable, and all post-sterility and package integrity tests were acceptable. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of lot number 18b547 was conducted. The review of the manufacturing event logs shows no issues that may have contributed to any quality issues reported. The review shows one non-conformance that has no impact on the quality issue reported. All process parameters were within specification and all in-process qa inspections were acceptable. A review of the adaptor lot (03j18) packaged with lot number reported was also conducted. The review of the manufacturing event logs shows no issues that may have contributed to any quality issues reported. All process parameters were within specification, all in-process qa inspections were acceptable, and all post-sterility and package integrity tests were acceptable. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "this issue is broken between the adaptor and water bottle and not screwing on properly". No patient involvement reported.